Event description:
This rv lead was implanted on 4l7 /2000 and was capped on (B)(6)2017. A call was placed to technical services on (B)(6)2017 in which it was reported rv lead exhibited poor sensing, and high out of range pacing impedance measurements greater than 2,000 ohms. The patient presented to the emergency room two days later with complaint of fatigue. Intermittent loss of capture (loc) was observed. The physician was dr.(B)(6) at (B)(6)hospital . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).